Event description:
The sales rep reported the customer was doing a meniscal repair procedure using rapidloc and was having trouble deploying the anchor properly, three did not hold. The fourth held but when the surgeon was removing the other three the fourth was pulled out. The surgeon then trimmed the section away. The customer discarded all of the complaint devices. The case was concluded successfully without further incident or harm to the patient. See also associated mdrs 1221934-2008-00007, -00008 & -00009.

Manufacturer narrative:
Nothing is being returned for evaluation, discarded by the user facility. Several outreach phone calls to the user facility contact asking for a clearer picture of the details of event has rendered nothing further than what was originally reported. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore ther is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot 223 devices that were released to distribution. At this point in time, based on the info available, we cannot discern a root cause for the reported event. No further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Also this file will remain receptive to any future clarifying pertinent info that maybe received, if that data alters or clarifies anything in this initial report, it will be reflected in a follow up report.